Event description:
It was reported the patient had a shocking/jolting sensation after she lowered the amplitude setting. She was waiting 3-5 minutes before moving but when she got back into the position of upright or upright/mobile it would jump back at 0.8 volts. This had occurred about five times today. It was noted this only occurred in the upright and upright/mobile position, not when she was driving, sitting, or in a rocking chair. It was reported the first time the patient had issues with a change in therapy which required her to have numerous programming sessions was in (B)(6) 2013 but the adaptivestim (as) issues seemed to have started about five days ago. It was noted the patient had worked at ford motor company where she did lifting, reaching up to 6 feet high, she was in an electromagnetic interference environment, near 480 volt equipment, and the welders kept breaking. She sat near the equipment and she did not feel stimulation in her legs and her stimulator showed it was off. The patient went to her healthcare provider (hcp) three times a week. She continued to have issues since then and had not been back to work since (B)(6) 2013. The patient had seen multiple manufacturer representatives for reprogramming. The patient had also seen a hcp code but did not know what it was. The patient met with a manufacturer representative five days ago for some new programs. The manufacturer representative had turned her stimulation down to 0 v before she left the appointment but on the way home she felt a shock and stimulation came on which she confirmed with her patient programmer (pp) that she was at 0.8 v. It was noted the patient carried her pp antenna disconnected from her pp in her pocket and carried her pp on her belt on the left side which is where her ins is located. It was suggested the patient move her pp from her left side to ensure no buttons were being pushed that could cause her device to turn on or increase amplitude unexpectedly. It was also reported last week when the patient went to charge on friday she saw a poor communication screen on her pp and it said to charge her implantable neurostimulator (ins). She initiated a charging session and it said her ins was full. She checked her ins with her pp again and communication was fine. Additional information received five days later reported a week prior to this report the patient was reprogrammed. At that time everything was within limits and was working properly. The as feature was turned off to see if the jolting sensation would be eliminated. It was unknown how the patient was doing now. (B)(6) 2014 crts (B)(4) (con): additional information received a week later reported the patient had followed the suggestions given to her on (B)(6) . She was feeling much better now and was able to concentrate on her suduko puzzles. The patient left group a with as turned off but she was still getting some shocking sensations. She turned to group b that had as enabled and it had been great to use. She was getting some shocking, a couple of times, during her three hour car ride and they stopped a couple of times along the way. The patient stopped wearing the antenna in her pocket and stopped wearing her pp on the same side as her device and she had not has a many issues either. The patient was very happy with these improvements.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a car accident in (B)(6) 2014. The patient had issues before the car accident. The patient had been calling the manufacturer back and forth and spoke with a technician since they got the machine. They would put the patient programmer over the implantable neurostimulator (ins) and the programmer was communicating with the ins without being plugged in when the patient had the programmer attached to their belt. The patient talked to the manufacturer representative (rep) who would not believe it would shut on and off and change programs. Later, the patient noted the issue occurred after the car accident. The day of the report, the manufacturer resolved the issue. After the car accident, the patient noticed their battery mov ed out of the pocket. The patient had gotten blood clots and everything by the veins. The rep came out and saw it too, and was notified in (B)(6) 2014. The patient had been calling the manufacturer about different things the device was doing. The patient started feeling shocking in (B)(6) and the rep was notified in (B)(6). It got hot when the patient charged herself. The ins heated up when the patient recharged. The patient was seeing a healthcare provider (hcp) that took over their old managing hcp. The hcp had interrogated their ins and they had x-rays done and there were no issues with their device found. The patient still got shocks. They took x-rays of the leads. The rep checked the battery and noted if it happened again to come back. The wand did not detect anything. The patient could see where they got blood clots and the rep could see when they got shocked. The shock was very intense, &#62217;ke they put their hand in a socket and they got shocked in different places. The patient saw the healthcare provider (hcp) in (B)(6) and the other day. The hcp instructed the patient to call the rep. The patient did not want to work with the rep because they did not believe the machine was cutting on and off. The rep noted that the patient had not said anything to them about the ins moving in the pocket or heating of the ins pocket since a car accident in (B)(6) 2014. The rep noted the patient had complained about the wires that moved and reported that in the past. The hcp had done x-rays and fluoroscopy exams and verified the leads had not moved. The patient was a high maintenance patient for the reps and the practice. They had an appointment to see the patient the day of the report for routine programmer. The patient was not happy that they were not notified about the recall that the patient came across. The recall happened a couple of weeks after the implant was put in. The patient went to the FDA website, looked there, and found the same recall they were reading on a different website. The patient found the manufacturer voluntarily gave the recall. The recall was for the restore implantable neurostimulator (ins), class 2 recall and it told the patient that the device can overdischarge and delete the battery and give shocks from electrodes in different areas where it was not supposed to. The patient noted it talked about cycling and going to places it was not programmed for. The patient did not know the name of the recall. The patient was having the same issues that were described in this recall. The patient saw information about a class ii recall on their device. The patient could not find the information at the time of the report. The patient noted the information they read stated that a letter was sent out to patient&#62688;about the recall. The patient was following with a different surgeon and the surgeon was trained on the manufacturer therapy. It was later reported that the rep reprogrammed the patient's system and adjusted the stimulator for orientation and for coverage. After the patient first had episodes starting in (B)(6) 2014 after the car accident, the patient notified the hcp office that the battery had moved. The hcp took x-rays of the battery and discovered that it actually had moved a little bit. They had programmed the patient a few times and since trying to get better coverage for the patient. It was asked when the patient had been having those surge issues and warming of the battery. The patient notified technical support, which was the first reporting of it noticed or communicated. They spoke to technical support the day of the report about the patient's battery and did a bunch of troubleshooting on it. They did not find anything on it that was alarming. The patient didn't have any heating issues. They didn't have any coupling issues, nothing that only had for long durations of time. The rep gave the patient some ideas of what to do. They were going to follow-up with the patient after two charging sessions to see if anything had continued. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that it was unknown if there was a 50 percent or greater symptoms reduction. Troubleshooting that was done was an x-ray. The healthcare provider (hcp) suggested reprogramming in february but they were not sure if it was done. The event cause was determined and not device related; it was a motor vehicle accident. The patient was not recovered, the symptoms/issue was ongoing.

Event description:
Additional information received stated that the cause of the event was possibly driving and working around welding equipment. It was unknown what the issue with the implantable neurostimulator (ins) or lead/extension was. Reprogramming was performed and the patient met with the manufacturer¿s representative (rep) to interrogate her stimulator. The patient was instructed not to use the unit while driving. It was suggested to the patient to call the manufacturer to see if there were any side effects with having the unit on while around welding equipment. Nothing was found wrong with the stimulator. She was set with a total of eight programs with fine resolutions. The patient did not require hospitalization due to the event and no injury was reported. The patient said she would call and follow up with her healthcare provider (hcp). If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).